Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional regarding an implantable neurostimulator (ins) for spinal pain. It was reported that intra-op impedances were fantastic but when they checked the impedances post-op the contacts on the 0-7 lead were red (greater than 40,000 ohms) and contact 8 was red. The representative noted that there wasn't anything odd or notable from op to post-op. The patient went back into surgery and the ins was taken out of the pocket and the surgeon screwed the leads down appropriately. Impedances tested all green and the ins was put in the pocket and the impedances stayed green. The representative said that the healthcare provider didn't tighten the screws or anything, the only difference was moving the ins in and out of the pocket. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.